Manufacturer narrative:
Additional information associated with the complaint has been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a cuff was malformed. There was no patient injury.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.